Manufacturer narrative:
The complaint device was not returned to bsc for analysis. An analysis of the complaint device may have aided in root cause determination. A review of the manufacturing records related to the batch that produced the complaint device was not possible because the batch number is unk. The most probable root cause is considered anticipated procedural complication, because thrombosis is a known physiological effect of the procedure and is noted within the dfu.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, where an unk size taxus express2 drug eluting stent was deployed in the circumflex (cx), a stent thrombosis occurred. Four year post the initial stenting procedure, a total occlusion of the cx was identified. The occlusion appeared to be a fresh stent thrombosis. A 95% stenosed lesion was also identified in the right coronary artery (rca). The physician deployed an unk size promus drug eluting stent in the cx. The pt was transferred in to the progressive unit in stable but serious condition. Five days later, intervention was performed for the 95% stenosed rca lesion. The lesion was predilated with a 2.5x15mm maverick balloon. A 3.0x28mm promus drug eluting stent was deployed and the stent was post dilated with a 3.5x20 non-bsc balloon. Pt status reported as "stable". Additional information was requested, but not provided.